Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system detected a high out of range right ventricular (rv) pacing impedance of greater than 2000 ohms. It was noted the rv pacing impedance has been high. At implant, the rv pacing impedance was 1900 ohms. Technical services reviewed the alert criteria with the health care professional (hcp) and representative. It was noted the beeping was programmed off for the out of range impedance alert. They planned to bring the patient into the clinic and reprogram the impedance alert to 2500 ohms. At this time, this ICD remains in service and there were no adverse patient effects reported.